Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vision, weakness, and tired. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the follow up a back to back blood test was performed by the customer and the result was 166mg/dl fasting. The test strip lot manufacturer¿s expiration date is 08/29/2020 and open vial date is two to three months ago. The meter memory was not reviewed for previous test result history. Customer called back is feeling so much better not having the symptoms as originally when she called having diabetic symptoms.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 11-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 11-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".